Event description:
It was reported that the right ventricular lead exhibited oversensing noise causing inappropriate antitachycardia pacing; atp therapy and the pacing impedance was low. During the interrogation of the device, the device stopped communication and went into emergency backup mode and no hv therapy was noted. Further information was requested; however, was not provided. No patient communication was possible.

Event description:
New information noted that the right ventricual lead was explanted and replaced on (B)(6) 2026. During the procedure it was discovered that the right atrial lead was found tangled, twisted, and free in the pocket. The ra lead was also explanted however was not replaced. There were no patient consequences.